Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the coronary artery. A 38 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, the physician noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual examination of the crimped stent found the proximal portion of the crimped stent was damaged, distorted, bunched and lifted upwards from the stent profile. A visual and tactile examination found a break in the hypotube shaft 467mm proximal from the tip (56mm proximal from the mid-shaft bond) as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues of the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the coronary artery. A 38 x 3.50 promus premier stent was advanced to treat the lesion. However, the physician noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.